Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which locate 1 similar complaint(s) with the same failure mode for this serial number. Case (B)(4) - ilrec1 pyxis device main drawer 4.1 are failing multiple times with not detected on bus error message. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported issue of the medstation es main drawers 4.1 and 4.2 failed off bus was confirmed during fse testing and further validated during the inspection process conducted in dchu. According to the work order (wo) (B)(4), the bd fse found drawers 4-1 and 4-2 failed not detected on bus in main and replaced drawer 4 pyxibus interface board. Everything tested good in hta and/or application. An external inspection was carried out in the laboratory according to the established procedure. During inspection it was confirmed signs of fluid ingress in the pmc hh. Laboratory testing was not required since the fluid ingress was confirmed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the complaint component was generated by fluid ingress in the pmc hh, which led to circuit instability and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers were not detected on the bus. As per part investigation, it was determined that there was fluid ingress in the pmc hh. There were no delay, no adverse events or injuries reported based on this event.